Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the device was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the needle didn't stick. The needle was not inserted properly. It was unclear whether the needle was broken. (There were many products that the needle did not penetrate.)

Manufacturer narrative:
The following fields have been updated due to additional information: d4: medical device lot #: 2180169. D4: medical device expiration date: 31jul2027. H4: device manufacture date: 29jun2022. This lot was captured when samples were received for evaluation. D9: device available for eval yes. D9: returned to manufacturer on: 27oct2023. H6: investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the device was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the needle didn't stick. The needle was not inserted properly. It was unclear whether the needle was broken. (There were many products that the needle did not penetrate.)